Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 27x1-1/4 rb experienced foreign matter contamination. The customer stated, "it was reported that there was a reddish substance on the needle. Per email: I was just given this needle¿ bd 27gx1 1/4 ref 305136 and it has some reddish color substance on it-middle needle in picture how do I report it? We¿ve checked our others in the same box and other boxes¿ this is the only one".

Manufacturer narrative:
Investigation: two photos were provided. One photo shows the packaging top web while the other one shows the five packaging blisters from the bottom web side. The blister on the center has a needle assembly showing the bottom plastic hub with grease on it. Grease likely got on the plunger rod during the molding process. If the plunger rod would come in contact with the areas outside of the mold face and the good product chute, it could potentially come in contact with grease on the press. There is part containment in place to try and mitigate the issue, but due to static on the mold face the plunger rods can sometimes land in unpredictable locations. These parts can potentially fall back into the chute due to the vibration of the press. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle 27x1-1/4 rb experienced foreign matter contamination. The customer stated, "it was reported that there was a reddish substance on the needle. Per email: I was just given this needle¿ bd 27gx1 1/4 ref 305136 and it has some reddish color substance on it-middle needle in picture how do I report it? We¿ve checked our others in the same box and other boxes. This is the only one".